Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a broken shell and underweight device. A microscopic analysis was performed which identified a striated edge break, consistent with use of a surgical tool and missing piece of the shell. Based on the device analysis, the final assessment is a striated edge break on the radius side due to surgical damage, and a missing piece of the shell due to inconclusive.

Event description:
Healthcare professional reported "rupture" this device relates to the left side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported "rupture" this device relates to the left side. The device has been explanted,